Event description:
An interstim device was implanted on (B)(6) 2004. At some point, the leads migrated and a corner of the device broke in the body. Nerve pain in the legs and spine increased, and the pt experienced a total loss of feeling in the left leg. When the device was removed on (B)(6) 2007 the symptoms continued. Intense nerve pain continued even after feeling returned. As soon as the device was removed the pt had chronic arrhythmia resulting in a stroke.

Manufacturer narrative:
(B)(4).